Event description:
Two months ago the patient presented to another hospital with shortness of breath. It was determined that he had a dvt in the left lower extremity and bilateral pulmonary emboli. With that presentation, he had an ivc filter placed and he was anti-coagulated with coumadin. He was transferred to our hospital, due to a series of events and complications. The patient collapsed at home while walking down some stairs and was taken to the other hospital. There he was found to have a new pulmonary embolus and his ivc filter had dislodged and was wedged in his pulmonary artery. His inernational normalized ratio (inr) was low. The ivc was retrieved in the cardiac cath lab and a new filter was placed. There was a partial tear of the tricuspid valve upon removal of the malpositioned filter. An echo was performed revealing a partial flail tricuspid valve with moderate to severe tricuspid regurgitation. However, right ventricular systolic function was well preserved. There was no evidence of pericardial effusion.